Event description:
The user is questioning why the device did not shock during a patient use event. The patient outcome is unknown.

Event description:
The user is questioning why they device did not shock during a patient use event. The patient outcome is unknown.